Event description:
Admitted for abdominal pain. CT scan revealed endovascular leak into a native abdominal aortic aneurysm with large retroperitoneal hematoma. Attempted repair and replacement of stent graft endvascularly, however this was unsuccessful so patient taken to the operating room for removal of stent graft and aorto-bi-iliac graft placement. Patient did not tolerate repair and died in the operating room.